Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 500ml. Flow rate: 6ml/hr. Procedure: ankle procedure ((B)(6) 2015). Cathplace: popliteal. It was reported that a bolus button did not function. The patient noticed the incident on (B)(6) 2015 and informed the anesthesiologist that day that the bolus button would no longer "engage." The bolus device refill indicator was in the bottom most position. It was reported that no patient injury nor medical intervention occurred in connection with the incident and additional information is not available. The device is available for return.

Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: the bolus button was received in the upward position with the indicator at the bottom. Infusion was observed when opening the pinch clamp. The saf flow rates were all verified for infusion. The bolus button did not refill. No manufacturing assembly errors or bended tubing were found that could be related to the product malfunction. A potential root cause of failure could be attributed to an error during filling the pump and the priming process, since bubbles were observed on the fluid path. Bubbles on the fluid path for incorrect priming may cause the occlusion observed on the pca. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the investigation was performed for this incident and manufacturing process was verified based on information provided by the customer. The production lots met all manufacturing and quality specifications. A historical review for the reported lot numbers found no additional complaints reported. The failure to refill was confirmed due to presence of air in the inlet tube (inserts into on demand) and may be caused by incorrect priming. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.